Manufacturer narrative:
Upon further review, eval code-conclusion does not apply.

Event description:
It was reported that the patient had extreme pain and paralysis post removal that had resolved according to the patient. The patient had trial leads implanted in the afternoon, by evening they had severe back pain and could not get comfortable. They went to their local ER and leads were removed, partial paralysis was transient and improving in the morning of the report. The event occurred on (B)(6) 2015. There was no surgical interventions planned. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 977d260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: screening device. Product ID 977d260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: screening device. (B)(4).